Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the egm's were reviewed and revealed a loss of capture had occurred due to exitblock. The device was reprogrammed to resolve the issue and the patient was in stable condition. It is unknown if the patient had an adverse consequences related to this event.